Manufacturer narrative:
Product complaint # (B)(4). Event date: unknown. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: what is the patient¿s gender, bmi? Bmi of 40. What color cartridges were used for creation of entire sleeve? Green. Does the surgeon routinely wait 15 seconds prior to firing? Yes. Does the surgeon pulse fire or use one continuous firing stroke? Pulse. Was buttressing material used on all firings? Seamguard. Were any staple formation issues noted throughout care of patient? Yes, bleeding. Were any difficulties noted with device intraoperatively? Yes 2 bleeding in intraop. How long after the surgical procedure was bleeding identified? 2 started having symptoms within 4 hours post op. Is the location of bleeding known (which firing)? The total staple line. What is the current patient status? Stable.

Event description:
It was reported that the doctor was performed a laparoscopic sleeve gastrectomy on a patient, using a plee60a stapler, with green reload, seam guard buttressing material. The patient developed a post-op bleed after the procedure was completed. The doctor reoperated and discovered there was bleeding along the staple line. The doctor used clips to control the bleeding. The patient has recovered.